Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported that a new vapr vue generator was out-of-order and bought on september 2020 and while using a new vapr electrode, an error message will come up: internal error code 200 ref 10. Per service reports, this complaint can be confirmed. It was found during evaluation that the psu board was damaged, and device was displaying error code 200ref25. The psu board was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. User mishandling might be the most probable root cause for the damaged psu board which could impact the functionality of the device causing it to display error code 200ref25. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 correction narrative: d4: the serial number has been updated to reflect the correct information. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopy procedure on (B)(6) 2020, it was observed that the generator device prompted an error code 200. Another like device was used to complete the procedure with a 10 minute delay. There were no adverse patient consequences reported. No additional information was provided.